Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked fluid and the diluent reservoir was overflowing. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and no one sought medical attention. The msds was not reviewed but there is an exposure control plan at the facility. No erroneous patient results were generated. Beckman coulter field service engineer (fse) found the diluent reservoir sensor was not functioning. The fse replaced the diluent reservoir, and resolved the issue.

Manufacturer narrative:
(B)(4).